Manufacturer narrative:
Product analysis completed. Could not duplicate customer¿s issue. No fault found with the unit. However, back housing was cracked. Housing was removed and replaced. The unit was tested and passed all manufacturing specifications. Results - device was repaired and returned.

Event description:
It was reported the device stopped working. No patient impact.

Manufacturer narrative:
(B)(4): the device was not returned and therefore no evaluation could be performed. (B)(4).